Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and the distal conductor fractured. It was noted that there was a white substance on the outer insulation.

Event description:
The lead was returned for being to short for the patient as the patient grew with no further complaints, and has since tested out of specifications.